Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The three (3) screwdrivers were visually evaluated and functionally tested. The driver from lot# 308800 showed signs of moderate use with some minor discoloration and a few nicks and scratches on the handle and knob. There was a traumaone blade (sp-2379) stuck inside the collet that could not be removed. The driver was functionally tested by rotating the knob in both the clockwise and counter-clockwise directions. The driver was very difficult to rotate. Upon disassembly for further inspection, it was found that the internal gears were stripped and metal shavings fell out during the disassembly process. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the stuck blade was due to was due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. The most likely underlying cause of the drivers being difficult to rotate is the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residual from the cleaning process. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00838, 0001032347-2018-00839, and 0001032347-2018-00840.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
The following section was corrected: date was inadvertently omitted from report #0001032347-2018-00800-2. Date the product evaluation was completed is 8 jan 2019.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00838, 0001032347-2018-00839, and 0001032347-2018-00840.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the right angle screw drivers are stuck. This was identified during restocking in the sterile processing department (spd). There was no patient involvement.